Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to h6. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: d10, h6 (f2601, a090208, a190501, a180306, a090206, g04080, g04093, g04034, c0703, c13, d12 removed). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects, no image. Based on the results of the investigation, it is likely the root cause for the foreign matter remaining in the equipment could not be determined. However, due to corrosion on scope connector, image noise occurred and the image could not be seen. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the evis lucera elite gastrointestinal videoscope had image noise. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.